Manufacturer narrative:
Analysis of the pump revealed miscellaneous overinfusion of undetermined root cause. The pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). Device evaluated: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a physician's assistant (pa) via a company representative regarding a (B)(6) female patient who was receiving hydromorphone 250mcg/ml at 39.03 mcg/day and bupivacaine 8mg/ml at 1.2489 mg/day via an implantable pump for spinal pain. It was reported that there had been a few instances of variation between actual reservoir volume and what the pump interrogation says it was at refill. Dates were not provided. On (B)(6) 2015, at pump replacement, interrogation said the reservoir should have had 35mls. However, when emptied, the pump only had 27ml. That seemed to always be the case; they pulled less drug out of the pump than what the interrogation said. It was unknown what lead to the event. No diagnostics were performed. As of (B)(6) 2015, the issue had resolved. The patient¿s status was reported as ¿alive- no injury;¿ they were alive, without injury, and receiving effective therapy. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.